Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removed from the package, the hi-torque bmw universal 190cm guide wire (gw) was noted to be frayed [break]. The gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.